Event description:
The cather was leaking and drawing in air at the hub. The physician had just finished an lv gram and was setting up for the legs. The patient also had a preexisting aneurysm in the belly. The physician indicated that the catheter was sucking in air. The catheter was changed out and the case was completed. There were no adverse effects to the pt reported nor was any additional intervention required.